Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver had low audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of low audio output could not be determined. A root cause could not be determined.